Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was incorrectly reading the heart rate with paced rhythms. The iabp unit seems to read the hr incorrectly and start to pump faster. The console was reading the hr at 128 but the patient was pacing at about 75. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The facility¿s clinical educator advised that the reported issue of the cardiosave iabp has been resolved. The performance of the unit has improved after advising the nurses to use clean EKG patches on the patient and to change the placement altogether, as this could have possibly caused the reported problem of the iabp "incorrectly reading the heart rate with paced rhythms". The iabp unit has been returned to clinical service and has not had any further issues.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per sop since the serial number for the unit was not provided. A getinge sales manager and the support coordinator reviewed the report by the customer along with event logs and printed ECG strip, and concluded that the pump was detecting a second pulsatile trigger in each cardiac cycle, and responding to it. Since the customer used the pump in pressure trigger, it detected a pressure upstroke, confirmed by the trigger markers on the strip. It was suspected that there was a tiny qrs buried in that ECG tracing, which caused a pressure response, leading to faster pumping than what the customer expected. The paced qrs¿ were tiny enough that the pump had chosen pressure trigger. The intrinsic ones that must be in between are really small. They need a better ECG signal, which would probably reveal the other qrs¿. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was incorrectly reading the heart rate with paced rhythms. The iabp unit seems to read the hr incorrectly and start to pump faster. The console was reading the hr at 128 but the patient was pacing at about 75. There was no patient harm and no adverse event was reported.